Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify low battery, weak battery, bad battery, battery out limit alarm, bolus stopped alarm or no delivery alarm due to failed battery test alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 407 mg/dl and customer woke up blood glucose 400 mg/dl. The customer declined troubleshooting on insulin pump for no delivery alerts and high blood glucose. It was also reported that the insulin pump received multiple insulin pump error alarms. The customer stated that the insulin pump alarmed battery out limit alarm during normal use. The customer treated high blood glucose with manual injection. It was also reported that the contacts were damaged and spring was corroded. The insulin pump will be returned for analysis.